Event description:
The ICD and rv lead were implanted on (B)(6) 2015. Noise on rv lead and it was capped. The device was replaced at the doctors requirement due to the fsn. The device will be sent to biotronik with remaining battery capacity 21 percent.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.